Event description:
It was reported that the event occurred in the cath lab. The md in the cath lab first complained about a problem with the balloon tip in the rediguard intra-aortic balloon (iab) set. According to the report, the md prepped the iab; properly vacuumed the balloon catheter enough inside of the tray. The super arrow-flex (saf) sheat was inserted into the pt's right femoral artery. During insertion of the iab catheter into the right femoral artery, the pump was stopped after two minutes and the md noticed that the balloon was not inflated perfectly. The md tried to inflate the iab by using a syringe and manually inflating the membrane, but it didn't worked well. The iab catheter didn't inflate the inside of pt's aortic artery. As a result, the md removed the failed catheter with the sheath together as one unit and replaced them with a new iab using the same insertion site. The procedure was completed successfully and there was no harmful outcome to a pt. Intra-aortic balloon pump (iabp) therapy was interrupted/delayed for about 10 minutes. There was no reported pt death, injury, or complications. Length of time is use prior to the event is listed as 15 minutes. There was no harmful outcome to the pt. Additional info received on (B)(6) 2015 stated that the md complained about balloon inflation at the tip of the iab, not the "tip" of the balloon. After the iab was inserted into the pt's aorta, a pump alarm occurred and md noticed the waveform looked like helium loss. The md used another iab-(B)(4) for this pt and the procedure was completed successfully. It was noted that an arrow pump was used (serial number unk).

Manufacturer narrative:
(B)(4).